Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 87, 77 and 135mg/dl. The customer's expected fasting blood glucose test result range is 115-125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The pharmacist from (B)(6) stated the customer brought his meter in stating it was giving erratic numbers. The customer is feeling well and denies any symptoms of diabetes. The meters' date and time are set correctly. The pharmacy will replace the meter and test strips for the customer.